Event description:
The lay user / patient contacted lifescan alleging that the meter was set to the incorrect unit of measurement (uom). The medical affairs specialist (mas) mailed a letter since the patient could not be reached by telephone for further clarification. The patient received an 8.6 mmol/ l (154 mg/dl) and needed assistance by a non - medical professional and did not receive any treatment. The meter was previously set to the correct uom and the patient was unable/ unwilling to verify if she recently gone into the meter settings and changed the uom. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the incident and who assisted the patient. Customer care agent (cca) sent the patient a replacement meter.

Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.